Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.6. Cgm sensor type: g7.

Event description:
It was reported that the patient found needle had not deployed as intended. The patient's blood glucose (bg) values reached 300 mg/dl while wearing the pod. Treatment for reported issue was not specified.